Manufacturer narrative:
A visual analysis of the complaint device revealed the catheter to be kinked at 25 cm from the distal tip. Functional testing was performed and the balloon was inflated deflated with no issues. The reported event that the balloon would not deflate properly was not confirmed; however it is possible that due to procedural/anatomical factors encountered during the procedure, performance of the device was limited. Therefore the most probable root cause for this event is operational context. The device history record review confirms that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no similar complaints exist for the specified lot.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2013. According to the complainant, after completing the dilation with this device, the balloon could not be deflated properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine

Manufacturer narrative:
(B)(4) balloon deflation failed. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a cre dilatation balloon was used during an esophageal dilation procedure performed on (B)(6) 2013. According to the complainant, after completing the dilation with this device, the balloon could not be deflated properly. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.